Event description:
Technician alleged that the composer interface board had corrosion and no led's were functioning. No pt impact.

Manufacturer narrative:
The tech replaced the composer interface board to resolve the issue.